Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a tear on the outer sheath at the base of video connector. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the device has tear in outer sheath at base of video connector due to cut on cable. The most probable cause of the complaint was due to component failure. In addition, the following reportable malfunctions were identified during the device evaluation: cracked distal fiber, loose adapter, error message 104, cracked video connector and cut on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a tear on the outer sheath at the base of video connector. There were no reports of patient harm.